Event description:
Three and one half hrs into a hemodialysis treatment the pt experienced a cardiac arrest and died. She was dialyzing on a zero potassium bath. Her last potassium level on 3/5 was 6.0. She had been subsequently placed on a potassium restricted diet and had 2 laxatives the evening previous to this event. The machine was checked for functioning and found to have discrepancies in dialysate and blood flow rates as well as blood leak detector. The MFR was called to check out this machine. Dfr at 875 cc/min not 700 cc as set. Brf = "ok". Facility tech found 620 at 300 setting. Bld leak det tests at 120 o'clock. Should be at 9 o'clock.